Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a communication error and would not boot up. No patient injury was reported.